Manufacturer narrative:
(B)(4). The customer reported that the ac power module would not charge the battery. The customer localized the issue to a defective ac power module. The customer ordered a new ac power module to resolve the reported failure.

Event description:
The customer reported that the ac power module would not charge the battery.